Event description:
Medtronic received info that this bioprosthetic mitral valve was abandoned prior to implant due to a broken ratcheting suture on the cinching holder mechanism. The valve was subsequently not used. There was no pt involvement with the associated event.

Manufacturer narrative:
Evaluation method: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusion: other - cause of event cannot be determined without product return. Analysis: to date, the product has not been returned for analysis. Return of the product, however, is anticipated. Without product return, analysis is limited to review of the device history record, which shows that the product met manufacturing specifications when released for distribution. Conclusion: although the product did not cause or contribute to a death or serious injury, info obtained on july 15, 2008 indicates that the malfunction meets the reportable malfunction requirements. Consequently, this MDR is being submitted in accordance with the regulation. Medtronic continues to monitor filed performance to detect similar event. When the product is received, analysis will be completed, and a follow up report will be submitted.